Manufacturer narrative:
Baxter received and evaluated the device. A review of the service history log revealed the device has been serviced within the last 12 months. The current reported symptom does not appear as a repeat symptom within the past 12 months, however the ultrasonic sensor was replaced during the prior service. Review of the prior service record indicates that all service actions were completed during the previous return. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 which was reproduced. A review of the event history log identified multiple events of system error 345. The cause was determined to be failed upstream thermistor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.